Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the recharger antenna is frayed, insulation is pulled too far out of rtm donut. Analysis also found a failure, no device found message. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that their recharger antenna cord, where the cord meets the paddle, was frayed. Pt said that today ((B)(6) 2021) while charging their implant while lying down the recharger (rtm) became burning hot. When the pt was asked if they were physically burnt, they said yes but later in the call the pt said that they were not physically burned and removed the rtm before they got physically burned. Pt said that today they charged their implant for about 10 mins but if they even took a breath, they couldn't get the implant to charge. Pt said that they have had issues with charging their implant for about a week now. Pt said that they were going to try to duct tape the rtm so that they could charge their implant for their MRI tomorrow. Pt said that their MRI was scheduled for 2:20 pm tomorrow. An email was sent to the repair department to replace the rtm. The pt was also referred to their healthcare provider (hcp) to see if they could help with charging their implanted device for their MRI tomorrow. An email was also sent to medtronic reps for visibility. Pt said that they spoke with a manufacturer representative (rep) today regarding the issue and they told them to reset the controller, but that didn't resolve the issue.